Manufacturer narrative:
An eval is currently in process. (Conclusion): no conclusion can be drawn - an eval is currently in process. The actual device involved in the event has been received by manufacturer and a failure investigation is currently in process; therefore, no conclusions can be made at this time. Results and conclusions will be provided in a supplemental medwatch report.

Event description:
The complainant has reported that following one week of successful biventricular support, an ab5000 console ceased to function. The attending nurse had observed that the console stopped driving the bloodflow through the ventricles and had no visible display. The attending nurse then supported the pt by manually pumping with the console's hand pump, a back-up system, until a second ab5000 console was available. The pt was successfully supported with the second console for the remainder of therapy. No adverse effects to the pt had occurred as a result of the reported issue.